Event description:
Reporter indicated a vns pt was interrogated and found to be at unintended settings, and the output current and magnet output currents were set to zero. The settings were corrected. Attempts for vns programming history to further evaluate the cause of the unintended settings are in progress.